Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 due to gastrointestinal bleeding and withdrawal of support. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported gastrointestinal bleeding could not be determined through this evaluation as the pump was not explanted. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 2 year, 5 months. The device is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.